Event description:
After the iab was inserted, blood was noted in the catheter immediately. (Event complications: none from the event-reported 1/21/98.) (Pt's current status: unk-rpt'd 1/21/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.